Event description:
It was reported that the info that the pt had been explanted, was received on april 30, 2008. No further info as to why the pt was explanted and the circumstances leading to the surgery was available. It is not known whether the device was functional or not.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.